Manufacturer narrative:
After explanting, the device was discarded at the hospital and was not returned to rti surgical for evaluation. A DHR review could not be conducted as the lot number remains unknown. Two follow-up requests were sent to (B)(6) for additional occurrence details and patient information, however, no further information was available. This report will be updated accordingly should further details become available at a later date.

Event description:
(B)(6) complaint: (B)(6) reported to rti surgical on 4/01/2019 that a cannulated screw system screw that was implanted on (B)(6) 2016 broke post-operatively. The patient underwent revision surgery on (B)(6) 2016. Revision surgery took place in (B)(6). The surgeon's name was not provided. The broken screw was removed and there were no further medical interventions required. There were no specific patient details provided and it is unknown if there are any patient contraindications.